Event description:
Per brief description submitted via event report: the patient was properly placed in and clamps done at top of posey bed, everything was intact except zipper gave way at the seam. The patient was found by staff sitting on couch at bedside. The patient was not injured or harmed and continued to be monitored.